Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Boston scientific technical services (ts) performed a data analysis. Ts noted that the device was experiencing a gradual increase in power consumption that was consistent with the hydrogen degradation of a component. Ts advised the device should be replaced. The device was explanted and replaced after the analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product investigation also concluded that the device beeping was due to a battery depletion error.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the device was beeping. Boston scientific technical services (ts) performed a data analysis. Ts noted that the device was experiencing a gradual increase in power consumption that was consistent with the hydrogen degradation of a component. Ts advised the device should be replaced. The device was explanted and replaced after the analysis. No additional adverse patient effects were reported.